Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the rotor was not in correct position for closing the door. Rotor was adjusted manually for the pin to fit into the hole resolved the issue. An invalidate home procedure has been performed. Calibration was also performed. A system checkout was performed. System passed all tests and is working normally. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative on behalf of site reported that while outside of procedure the imaging system door would not fully close. During troubleshooting it was found that the imaging system rotor was in wrong position. There was no patient present at the time of the issue.